Event description:
The patient is pursuing a product liability claim arising out of the use of the persona tibia component. It is reported by the patient's counsel that the patient received the persona tibia implant on (B)(6) 2014 and has experienced bowing of the leg. The patient also implanted with a tm patella on (B)(6) 2014. As of this report date, no revision has been scheduled for either component. Note that the persona tibia is of zimmer (B)(4) design control and the tm patella is of zimmer tmt design control.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.